Manufacturer narrative:
One (1) "damaged/used" 139110ext ultraclean electrode 6" blade has been returned to the (B)(4) quality assurance laboratory for evaluation regarding a complaint of "electricity arced from the tip and was released between the blue insulated covering and the grey area near the bottom of the electrode." A visual inspection of the device found the blue fep shrink tube insulation was not covering the gray hub, the hub was not firmly attached to the electrode and the distal tip exposure was below specification. A gap between the hub interface and the insulation can result in alternate site tissue damage as described in this reported incident, therefore this complaint is confirmed. This device was manufactured on 23-september-2016. A review of the manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. (B)(4). This failure mode is addressed in the risk documents. To date, there have been no long term adverse effects reported from any of these incidents however, an investigation has been opened to prevent further recurrences. The conmed ultraclean electrode 6" blade is a single patient use device that enables the operator to remotely conduct an electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. The instructions for use (IFU) provides the following precautions and warnings: -"these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration." -"verify that the electrode is fully and securely seated in the handpiece before use."

Event description:
As reported by the user facility, during a breast reconstruction surgery on (B)(6) 2017, electricity arced from the tip of the ultraclean electrode 6" blade and was released between the blue insulated covering and the grey area near the bottom of the electrode. This caused the patient's skin to be burnt near the initial incision but the doctor was able to excise the burnt portion of the skin and suture the opening closed at the end of the case. There were no other treatments needed for the injury. Follow up with the user facility has revealed that the conmed electrode was utilized in an ahs-buffalo filter plume pen elite. The generator in use at the time of the incident was a conmed 5000 set at 50 watts cut and 50 watts coagulation. To date, no other information has been received regarding the patient's current status.